Event description:
A monarc was implanted to treat stress urinary incontinence, the date of implant was not provided. Plaintiff's attorney has alleged that the plaintiff has "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," an "immune response," "inflammation of the pelvic tissue," "serious medical problems," "irreversible injuries," and had "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia," and "has endured impaired physical relations," with her husband.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.